Event description:
Pt was using amo complete moisture plus with her contacts; eyes became red, swollen and sensitive to light. Product is on recall list. Dose or amount: qs for irrigation or soaking. Frequency: daily. Route: otic. Dates of use: 2008. Diagnosis or reason for use: for cleaning contact lenses. Event abated after use stopped or dose reduced? No.